Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during the implant procedure of the right atrial lead, the physician had difficulty positioning the lead due to the patient's recent open heart procedure. After the procedure was completed and the patient was in the recovery room, it was discovered that the lead had dislodged. On (B)(6) 2016 the lead was successfully explanted and replaced, the patient was asymptomatic prior, during and post surgeries.